Manufacturer narrative:
No product was returned for evaluation as no malfunction was alleged and product is still in-situ. No radiographs or lab reports provided so the complaint could not be confirmed. Review of the study report identified the patient presented with a postoperative wound infection requiring surgical intervention. The root cause of the infection is unknown, but is a well known complication of spinal procedures and suggests possible environmental contamination though the type of infection was not provided. Nuvasive non-sterile devices are cleaned and sterilized by the user facility and sterilization records were not provided. No lot numbers were provided so a manufacturing review of the sterility of sterile implants involved could not confirmed with the vendor. No additional investigation can be completed. Labeling review: "...contraindications: contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation..." "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection;..." "...preoperative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. 4. All non-sterile parts should be cleaned and sterilized before use 9500890 f..." "...cleaning and decontamination all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your nuvasive representative for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a ¿d¿ prefix part number (e.g. Dxxxxxxx) may be disassembled. Please refer to the additional disassembly instructions for these instruments..."

Event description:
On (B)(6) 2022 a patient underwent a 2 level extreme lateral interbody fusion procedure at l3/4 and l4/5 with posterior fixation l3 to l5. On (B)(6) 2022 patient experienced numbness and tingling in the right lower extremity from the calf down the foot and identified as adjacent segment degeneration. On 01/09/2023 a transforaminal lumbar interbody fusion took place at l5-s1 and fixation extended to include s1. On (B)(6) 2023 a surgical site infection was identified. On (B)(6) 2023 a postoperative wound infection lumbar spine irrigation and debridement procedure took place without a reported issue.